Event description:
Discordant advia centaur xp br results were obtained for multiple patients samples when the new lot # 209 was loaded onto the instrument. The primary reagent readypack was replaced and calibrated with calibrators that were already opened. The patient samples were run and the values were different. The customer was instructed to calibrate with new freshly reconstituted calibrators. The patient samples were tested after recalibration. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant br results.

Manufacturer narrative:
The customer declined service. The customer believes the issue was resolved by recalibrating the assay. The cause for the discordant br results is possible bad calibration. The customer requires no further assistance at this time. The IFU states in the limitations section: "warning: do not use the advia centaur cp br assay as a screening test or for diagnosis. Normal levels of ca 27.29 do not always preclude the presence of disease. Note: do not interpret levels of ca 27.29 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed breast carcinoma frequently have levels of ca 27.29 within the range observed in healthy individuals. Additionally, elevated levels of ca 27.29 can be observed in patients with nonmalignant diseases. Measurements of ca 27.29 should always be used in conjunction with other diagnostic procedures, including information the patient's clinical evaluation."